Manufacturer narrative:
Additional information was received that no further action will be taken, as the patient has not scheduled an appointment with the physician.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50 (B)(4) model description:artisan 2x8 paddle lead (lim), 50 cm.

Event description:
A report was received that the patient was having difficulty charging, burning sensations along the spine, and the ipg may have migrated. The physician gave the patient lidocaine but the burning sensation was not resolved. The physician does not believe the burning sensation was device related.

Event description:
A report was received that the patient was having difficulty charging, burning sensations along the spine, and the ipg may have migrated. The physician gave the patient lidocaine, but the burning sensation was not resolved. The physician does not believe the burning sensation was device related.